Event description:
It was reported that the insulin pump alarmed a low battery alarm, and the customer stated that when she tightened the battery cap on the insulin pump to screw it in, she would receive the alarms. The customer did not know the blood glucose reading. She stated that she was able to stop the alarms if she kept the cap partially screwed in, not tight. She reported that she had already tried with a replacement battery cap, and the issue persisted. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
No unexpected low battery alarms nor low battery alerts were noted. The insulin pump was unable to perform the displacement test, operating currents measurement and off no power tests due to the blank display. The low battery alert could not be verified due to the blank display. The blank display was caused by a severely corroded battery tube. Minor scratches on the liquid crystal tube window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads were noted.